Event description:
Additional information was received and inadvertently omitted from the initial report, submitted 03sep2020. Through-wire access was obtained in the femoral and dorsalis pedis arteries. The complaint device was delivered to the popliteal artery, below the knee, from the femoral access point. The vessels were heavily calcified. Some resistance was encountered upon introduction of the complaint device and "a lot" of resistance was encountered upon pullback. The separation occurred in the middle of the shaft. A power injector was not used. The complaint device was removed in its entirety over another manufacturer's wire guide. The procedure was completed using another manufacturer's 0.18 catheter.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. B1, b2, h1, h6: the device was removed over an unknown wire. No additional intervention was required to remove the separated device. A serious injury did not occur. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Description of event: (B)(6) informed cook on (B)(6) 2020 of an incident involving an unknown cxi support catheter from an unknown lot. The device reportedly separated into multiple pieces after crossing a difficult lesion. As reported, access was gained at the femoral artery. The catheter was introduced using a 6fr x 45cm sheath and was advanced over the 0.14 glidewire advantage to the below knee popliteal artery from the femoral access. When the user was crossing a difficult lesion with the complaint device, it popped through and "felt weird". When the user started moving it around, they realized it had broken. The user pulled the complaint device back out it came out in pieces. The pieces were all on the wire, so the wire was pulled back and the pieces pulled off of the wire. Some resistance was felt on introduction and a lot of resistance on pullback and removal. The patient¿s vessels were reportedly heavily calcified. The procedure was completed using an 0.18 navicross catheter. There have been no adverse effects reported to the patient as a result of this incident. Investigation ¿ evaluation. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of documentation, drawings, the instructions for use, manufacturing instructions, and quality control data. The complainant returned one used cxi catheter to cook for investigation. Physical examination of the returned device confirmed that cxi catheter was separated into seven sections. Each section was damaged with multiple kinks, accordion damage and / or elongation damage. The strain relief indicates that the device accepts a 0.014¿ wire guide and specified to be 90cm in length. Examination of the device also showed that there is a metal marker band indicating that the device is cxi 2nd generation which is built with platinum-iridium marker band. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: device description: ¿the cxi support catheter with hydrophilic coating is a braided, kink-resistant catheter designed to facilitate wire guide exchange, infusion, and wire guide support. The catheter has 4 radiopaque markers spaced 5 cm apart, starting at the distal tip.¿ intended use: ¿the cxi support catheter is intended for use in small vessel or superselective anatomy for diagnostic and interventional procedures, including peripheral use.¿ precautions: ¿the catheter should not be advanced into a vessel having a reference vessel diameter smaller than the catheter outer diameter.¿ ¿the catheter should not be advanced through an area of resistance unless the source of resistance is identified by fluoroscopy and appropriate steps are taken to reduce or remove the obstruction.¿ how supplied: ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ a review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Cook has concluded that the patient¿s anatomy most likely contributed to this incident. As reported, some resistance was felt on introduction of the complaint device and a lot of resistance on pullback and removal. The complaint device was crossing a difficult lesion with the complaint device and when it popped through and consequently separated into multiple pieces. Additionally, the patient¿s vessels were reportedly heavily calcified. The IFU cautions the user not to advance the catheter into a vessel with a reference diameter smaller than the catheter outside diameter and not to advance the catheter through an area of resistance unless steps are taken to reduce or remove the obstruction. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.

Manufacturer narrative:
PMA/510(k) number = although the exact product information is unknown, the 510(k) for cxi support catheters is either k122796 or k160884 (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an angioplasty procedure, an unspecified cook cxi support catheter (0.014, 150cm) separated into multiple pieces as the user attempted to cross a difficult lesion. The user reported that the device "felt weird" as it popped through the lesion. As the device was moved, the user realized that it was broken. The device was removed and came out in pieces. All pieces were successfully retrieved; although it is unknown how they were retrieved. It is unknown if or how the procedure was completed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information has been requested, but is unavailable at this time.